Event description:
It was reported via phone call, that the customer had blood glucose levels over 600mg/dl. The customer mentioned that he gave himself too much insulin, and the emergency medical services were called.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.